Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt was charging the device more than expected. The ins was depleted so impedance values could not be checked at the time of the report. The pt was instructed to recharge the device but leave it off so troubleshooting could be done at an upcoming appointment. Troubleshooting indicated impedance values of 70 ohms on contacts 0 and 1. The contacts were successfully programmed around. The pt was getting great coverage of the painful areas after avoiding the contacts with the abnormal impedances.